Event description:
It was reported that during a sleeve gastrectomy procedure that on the fifth firing the blade was pushing the tissue instead of cutting and the staple line was not smooth and straight. Surgeon added clips to the area of the fifth firing to add additional support. Same device was used to complete the procedure. Leak test was done and passed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #: 581a14. This is an analysis of 2 photos submitted to ethicon endo-surgery for evaluation. Upon visual inspection of the photos provided it was observed a staple line through the body cavity and two surgical instruments could be observed. In addition, it was noted bleeding in the staple line. The quality of the photos provided is not clear to see if the staples were properly applied. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with five reloads present. The reloads (b, c, and d) was received fully fired. The reload (e and f) was received fully fired and with damage on reload deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife and reloads is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.